Event description:
It was reported to philips that the power supply was humming. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty ac module. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the ac module. The customer ordered a replacement ac module to return the device to working condition. While waiting on the replacement part, the customer was using a loaner device. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.